Event description:
It was reported that the product is brittle and cracks when applied with applicator tool.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding intraoperative fracture involving an exeter bone plug was reported. The event was not confirmed. Medical records received and evaluation not performed as no medical records were provided. There have been no reported discrepancies for the referenced lot. There has been one other event for the reported lot. The exact cause of the event could not be determined because examination of the reported device is needed to complete the investigation for determining the root cause.

Event description:
It was reported that the product is brittle and cracks when applied with applicator tool.